Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) was leaking helium. No patient involved. No harm is reported. The device is pending repair.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.